Manufacturer narrative:
Device evaluation: the device is currently under evaluation. A follow-up report will be submitted when the evaluation has been completed. Evaluation: conclusions: a follow-up report will be submitted when the evaluation has been completed.

Event description:
The rotator broke during use and there was air leakage. No pt harm or injury was reported.